Manufacturer narrative:
The company rep examined the system and replace the power distribution printed circuit board (pcb) to correct the issue. The company rep also found that the us/coag pcb was not recognizing handpieces and replaced it. The system was then tested and met all product specifications. The power distribution pcb is expected to return for in-house evaluation. A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that the system shut down on its own during surgery. No harm or injury to the pt was reported. Additional info has been requested.